Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the battery compartment or the reservoir compartment was cracked. Customer stated insulin pump was not able to lock in place when inserted in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
A test p-cap and reservoir does lock into place inside the reservoir compartment properly. Device passed the displacement test. Device was received with the case cracked behind the insulin pump near the battery compartment, broken battery tube threads, broken off battery tube and battery tube threads on the back side of the battery compartment.